Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The flow sensor and pneumatic block will be replaced to address the issues. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete it's internal self test and displayed an error message (sf185) related to outlet flow sensor data. There was no patient harm or serious injury reported as a result of this incident.